Manufacturer narrative:
Device evaluation of belt has been completed. The reported patient treatment was confirmed. All gels were deployed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction. Device evaluation of monitor has been completed. The reported patient treatment was confirmed. The sd card is missing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. The root cause of the missing sd card could not be positively identified.

Event description:
Us distributor contacted zoll to report on (B)(6) 2022 a patient reported being treated by the lifevest. The patient was reportedly conscious at the time of the event. Patient reported hearing the high siren alarms and thought they pressed the response buttons. The device flag data review shows the patient received five treatments on (B)(6) 2022. Treatment shocks were delivered on (B)(6) 2022 at 10:06:58 am, 10:07:27 am, 10:08:02 am, 10:08:32 am, and 10:09:01 am. The pre and post shock rhythms are not visible. It is not known whether the rhythms were converted by the lifevest defibrillations. The response buttons were pressed earlier in the detection sequence prior to treatment 1 but not immediately prior to shock delivery. The response buttons were also pressed after the 5 treatments had been delivered. The response buttons functioned appropriately. No injury was reported from the treatments. The patient continues to use the lifevest. Holter data is not available for the time of the treatments as the sd card is missing.